Manufacturer narrative:
Approximately, 2 weeks after the initial surgery , the patient fell and landed with her full weight on the foot with minibunion system. An x-ray after the fall was provided showing significant swelling. The patient was experiencing pain; therefore, the surgeon removed minibunion and replaced with 2 screws. The device was not broken. No defects or nonconformance that may lead to failure were identified. Additional implants involved in the incident include: ref: 3100-3022lk, ln: 500729, qty: 1, product name: 3.0x22 locking screw. Ref: 3100-2714nl, ln: 500719, qty: 1, product name: 2.9x14 non-locking screw.

Event description:
Approximately, 2 weeks after the initial surgery, the patient fell and landed with her full weight on the foot with minibunion system. An x-ray after the fall was provided showing significant swelling. The patient was experiencing pain; therefore, the surgeon removed the implant.